Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that it was noted on a couple of occasions that the pump's time and date were incorrect. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the contact with correcting the time and date.